Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 had no cautery. The cables and generators were switched out twice; however, this did not resolve the problem. A replacement vasoview 6 was then tried but there still was no cautery. The pa modified the bisector by squeezing it with a hemostat. The device worked properly with the modification and the procedure was completed. The hospital did not report any patient effects. Refer to MFR report # 2242352-2012-00418 for the related report.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non conformance that may have contributed to the reported event. A pre-cautery test was performed on the returned device using a reference generator and cable. The device performed according to specifications as it produced steam and heat during the device activation. Based upon the evaluation results, the reported failure could not be confirmed. Lot history record reviews were completed for the reported product lot numbers. There were no nonconformance issue(s) with these production lots. (B)(4).